Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility patient care technician (pct) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking out of the grooves at the seal. Additional details were provided upon follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak occurred about fifteen minutes into the treatment. They confirmed blood was seen leaking externally from the header of the dialyzer. The machine did not produce an alarm, and the dialysate was not tested with a blood test strip. No physical damage was noticed on the dialyzer, at the leak location or elsewhere. Once the leak was noticed, the treatment was stopped and the patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly less than 200 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility patient care technician (pct) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Blood was reportedly leaking out of the grooves at the seal. Additional details were provided upon follow-up with the facility¿s charge nurse (cn). The cn stated the blood leak occurred about fifteen minutes into the treatment. They confirmed blood was seen leaking externally from the header of the dialyzer. The machine did not produce an alarm, and the dialysate was not tested with a blood test strip. No physical damage was noticed on the dialyzer, at the leak location or elsewhere. Once the leak was noticed, the treatment was stopped and the patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly less than 200 ml. The cn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.